Event description:
The event is reported as: complaint alleges: "the ratched (difficult to manipulate) did not close completely the clamp: the blood continued to pass by. Consequence: this increased the intervention duration. Procedure: was used on a vena cava during a hepatic transplantation." "Customer states that the applier was loaded away from the pt." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.